Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: date: (B)(6) 2010, time: 10:30 am, inratio: >7.5, re-test: >7.5, lab: 2.5. Pt returned to dr's office after the lab draw at 11:00 am and again tested with the inratio meter. Inratio: 2.5, re-test: 2.5. Pt 2: date: (B)(6) 2010, inratio: >7.5, re-test: 1.7, re-test: 1.7. Technician noticed pt's hands were very cold; so, warmed pt's hands and did a second stick on the left hand, result was 1.7. Did another stick on right hand, also obtained a 1.7 result. Pt refused to go to the lab. Caller reported not using the microsafe tube; using plastic, uncoated cap tubes.